Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise with no pacing inhibition and high out of range pacing impedance measurements. It was found that the lead had been pierced by a needle and fractured during dialysis catheter insertion. The fracture was verified by fluoroscopy and lead diagnostics. Subsequently a revision procedure was performed where the system was extracted and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted due to need to keep veins available for dialysis catheters. No additional adverse patient effects were reported.